Event description:
It was reported that a patient had a hernia repair procedure on (B)(6) 2012 and mesh was used. During an unknown surgery on an unknown date it was noted that the mesh had retracted and the patient had adhesions. The mesh was not removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion code (B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.